Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter additional reporter contact information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier - (B)(4) / inspected, packaged and released by: monument, release to warehouse date: 22-apr-2016. Expiration date: 31-mar-2021, part number: 09.402.024s, 24mm cocr radial head standard height/13mm ¿ sterile, lot number: h086268 (sterile), component part(s) reviewed: part number: 21022, tialnbri8.00, lot number: 5345317, part number: 41060, cocrmori25.40, lot number: 9804004, this lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) - this pc was due to a broken radial head prosthesis . (B)(4) - this pc was due to an allegation against the synthes olecranon locking plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery to remove and repair the patient's arm as a result of the faulty synthes radial head prosthsis system. The patient underwent left elbow nodule excision including bone , left radial head athroplasty removal ,left radial head arthroplasty revision. On (B)(6) 2016, the patient suffered an elbow fracture that required surgery and the placement of a synthes radial head prosthesis sytem in her arm. On (B)(6) 2017, the patient discovered that the synthes radial head prosthesis system that had been surgically installed in her arm had failed. The patient sustained injuries because of the defective and dangerous condition of the synthes radial head prosthesis the patient received. The device was prone to having the radial stem loosen post operatively at the stem bone interface. The aforementioned defects existed when the synthes radial head prsothesis system left the synthes USA products llc hands. On (B)(6) 2018, the patient had a removal of the hardware from the right olecranon and right elbow capsular release with bone resecton.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown radial head prosthesis /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery to remove and repair the patient's arm as a result of the faulty synthes radial head prosthesis system. On (B)(6) 2016, the patient suffered an elbow fracture that required surgery and the placement of a synthes radial head prosthesis system in her arm. On (B)(6) 2017, the patient discovered that the synthes radial head prosthesis system that had been surgically installed in her arm had failed. The patient sustained injuries because of the defective and dangerous condition of the synthes radial head prosthesis the patient received. The device was prone to having the radial stem loosen post operatively at the stem bone interface. The aforementioned defects existed when the synthes radial head prosthesis system left the synthes USA products llc hands. This report is for one (1) radial head prosthesis. This is report 1 of 2 for (B)(4).